Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm during basal delivery. The customer attempted to load a new cartridge and received another cartridge alarm. Reportedly, the customer was able to load a new cartridge. After the initial report, the customer called back on the same day to report multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.